Manufacturer narrative:
Final device analysis results reveal - assumed normal battery depletion.

Event description:
Hcp reported a pt experiencing flu-like symptoms consistent with withdrawal. The onset of the symptoms was over christmas and lasted 5 days. It was 2 weeks prior to be pt's next refill date. The drug used in the pump is morphine. The pt's pump was checked for volume. The expected reservoir volume was 4.2 mls, but the actual volume in the pump was 8 mls. The pt's pump was replaced in 2006. No device troubleshooting or supplemental treatment was done prior to device replacement. During replacement, it was noted the 2 inch piece connector at the mid-portion of the catheter had disconnected. Csf was noted in the area of the connection. The pt recovered without sequela from pump replacement, but the hcp notes that the pt's dose was quite high. With the new pump, the pt has a decreased dose with continued effectiveness.